Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported bend and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a heavily right common femoral artery was attempted using a prostyle device after a left heart cath interventional procedure with a 6f sheath. Reportedly the device was advanced without issue. The foot plate became tweaked/twisted due to calcification. The device was removed without issue and replaced with a non-abbott device. An unspecified failure occurred with the non-abbott device. The vessel became occluded and the patients leg went numb. The patient was rushed to treat via vascular surgery. Hemostasis was achieved via manual suturing during the surgery. Per the physician, the numbness was caused by the non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.